Event description:
During a stapled hemorrhoidectomy procedure, after removing the device, there was significant bleeding. The stapler had failed to properly apply the staples and create the staple line in two areas of the circumference. The surgeon placed a few sutures to stop the bleeding, but after about two hours, the pt had to undergo surgery again because serious bleeding had occurred. The second surgical procedure took about one hour. Currently the pt is in good health.